Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report l700082 that the pump had helium loss alarms while on a patient. The pump was checked by the field service engineer and the unit checked out okay. Helium leak test was performed no problems could be detected.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not confirmed. The field service engineer checked the pump and could not replicate the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends.

Event description:
It was reported via a field service report l700082 that the pump had helium loss alarms while on a patient. The pump was checked by the field service engineer and the unit checked out okay. Helium leak test was performed no problems could be detected.